Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's initial report was confirmed, in addition to the foreign material fndings. A root cause for the foreign material findings could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the air/water cylinder and air/water tube. There was no patient involvement.